Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image issue is traced to component failure due to corrosion on the plug unit. The most probable cause of the event related to white foreign material is a known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image, air/water cylinder and tube had white foreign objects. There was no patient involvement.